Event description:
Hill-rom received a report from the account stating the left intermediate siderail will not latch. The bed was located at the (B)(6). There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due the siderail latching mechanism had some sort of sticky substance in it, like medication, that prevented it from latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 - 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician removed the latching mechanism and cleaned to resolve the issue. Based on this information, no further action is required.